Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the bands could not be released. The device was then removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (ligator head, and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had three bands and one was moved from its position. The teeth of the ligator head were bent/damaged consistent with the finding when the device was observed under magnification. The trip wire was secured and returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and one of the bands in the ligator head was moved. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance leading to inability of the device to deploy the bands and ligator head teeth bent/damaged. The most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the bands could not be released. The device was then removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.